Manufacturer narrative:
No complaint received with return of device. Failure event observed during analysis. Final analysis found an insulation abrasion exposing the outer coil. Abrasions are consistent with constant friction with another device or feature of the heart. (B)(4).

Event description:
This report is to advise of an event observed during analysis: